Manufacturer narrative:
In response to FDA report number mw5088980. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿grade IV capsular contractur, extra capsular rupture of textured implant, large seroma¿ and ¿suspected alcl.¿ these are known potential adverse events addressed in the product labeling.

Event description:
Patient reported "grade IV capsular contracture and extra capsular rupture of textured implant". The patient further reported "large seroma". Patient additionally reported "multiple autoimmune issues" which is not device related. The device remains implanted. This record is for the left side.